Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, system experienced login failure and showed user not recognized. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system experienced login failure. A technical support specialist advised the customer to reboot the station, mentioning that the reboot would refresh the network, synchronization communication, and restore access. The customer rebooted the station and confirmed the issue was resolved. The system functioned as intended after the technical support specialist assisted the device.